Event description:
It was reported that the ventilator had an issue with o2. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue with o2. An in house bio med had repaired the unit. No further information have been provided. This information is not specific enough to point to any particular fault. Despite reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. H3 other text : 4114.

Event description:
Manufacturer ref#: (B)(4).